Event description:
It was reported that during insertion of a zyston spacer, a fragment that appeared to be made of peek was observed. The fragment was removed with forceps and taken out of the surgical field. The cage was left in place. There was no patient impact.

Manufacturer narrative:
D4: UDI number: (B)(4). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.